Event description:
It was reported that the patient experienced discomfort while treating with the spinal pak. When he takes it off the pain goes away. The customer service representative called the patient and found the patient treated successfully with no pain for over one month. He had a follow-up visit with his doctor and was released to be able to " do more around the house". Two days later the patient did some yard work and that is when his discomfort began. The patient assesses his pain as an 8 out of 10 and describes it as sharp and down the left side of his surgical site. When he stops treating the pain lessens. The patient later added he is always at a pain level of about a 4 since his surgery. The customer service representative advised the patient to report this new pain to his doctor. After that, he can perform the time test to assess his tolerance and comfort. The patient was advised to report back to customer service with any additional updates or issues. No additional information has been received at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, and h2. Additional information in g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was that the patient experienced discomfort while treating with the spinal pak. When he took it off the pain goes away. The customer service representative called the patient and found the patient treated successfully with no pain for over one month. He had a follow-up visit with his doctor and was released to be able to " do more around the house". Two days later the patient did some yard work and that is when his discomfort began. The patient assesses his pain as an 8 out of 10 and describes it as sharp and down the left side of his surgical site. When he stops treating the pain lessens. The patient later added he is always at a pain level of about a 4 since his surgery. The customer service representative advised the patient to report this new pain to his doctor. After that, he can perform the time test to assess his tolerance and comfort. The patient was advised to report back to customer service with any additional updates or issues. No additional information has been received at this time.